Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had elevated blood glucose levels. Although requested, the customer declined to provide any further details.